Manufacturer narrative:
The impella device was not received from the customer as it continues to support the patient. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The user facility reported an impella 5.5 pump was placed to support a patient who had previously been on impella cp support but had new post explant hypoxia and ventricular tachycardia. The impella 5.5 was placed and was supporting when there was a hematoma at the access site. The heparin was paused due to the hematoma. The pump remains on despite the harm.